Event description:
It was reported that the atrial lead exhibited high impedances and unacceptable thresholds. The lead remained implanted. No further information was available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.